Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that it was not possible to advance the delivery system into the extended hook catheter. The delivery system was removed and another delivery system was attempted unsuccessfully. The delivery system was removed and the lead was positioned by using the wire in one of the first side branches. The lead was stable but had a high threshold. The lead is still in use. No patient complications have been reported as a result of this event.